Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose level and they also received hardware low level failure error. Customer¿s blood glucose level was 2 mmol/l. Customer reported that they performed self-test and they received insulin pump error. Customer was assisted with troubleshooting and they assisted for clearing the hardware low level failure alarm. The insulin pump will be returned for analysis.